Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified in superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation and inflated initially 14 atmospheres. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.